Event description:
Customer alleged the brakes were not operating properly. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer called and stated that she noticed around the end of (B)(6) that the brakes were not operating properly. The consumer allegedly cannot push the brake handles down. No injury.